Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker showed an estimated 5 months remaining longevity upon review of a remote monitor transmission. The physician suspected premature battery depletion (pbd) as the device showed approximately 3.5 years remaining longevity at the patient's follow-up 4 months earlier. Based on data received it was noted that the device was operating at a current drain of 765% of nominal. No adverse patient effects were reported. The patient has been scheduled to undergo a revision procedure at which time this device will be explanted and replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Longevity calculations were performed based on stored data and it was determined the device exhibited premature battery depletion. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Malfunction of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than expected.